Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of heat was not confirmed. Therefore, an assignable root cause was not determined. However, the reported condition of bad bearings was confirmed. A pre-repair diagnostic assessment was performed on the device which found that the bearings were no longer in axial alignment not allowing insertion of the cutter thus unable to verify the overheat. During repair and disassembling of the device it was discovered that the spring and bearings were corroded from normal use which is consistent with not allowing insertion of the cutter and creating heat. The assignable root cause was due to worn out bearings from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the attachment device had bad bearings and was heating up. The event did not occur during surgery. It was unknown if there were any delays to the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.